Event description:
It was reported that during preparation of the device it was noted that the first struts of the stent were already deployed. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without any blood or saline visible, consistent with the reported information that there was no patient involvement. The stent implant was returned fully expanded, possibly due to additional handling during packaging for return to abbott vascular. There was no damage noted to the expanded stent implant. The outer sheath was proximal to the tip for a length of 1.5 centimeters. The metal shaft was fully extended and the cap on the hub was tightly closed. Although not reported, there was a kink in the proximal shaft 74 cm distal to the stain relief tubing. This kink may also be the result of handling/packaging for return. There was no other damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during preparation as the distal sheath was retracted 1.5 centimeters, consistent with the outer member being pulled back slightly. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.